Manufacturer narrative:
According to the complainant, the device was not used past its expiry date.

Event description:
It was reported to boston scientific corporation that during an uphold vaginal support system placement procedure, the sleeve broke in half. The detached sleeve piece was immediately clamped under direct visualization and successfully removed from the patient. Reportedly, the tack weld did not break prematurely. The patient's condition at the conclusion of the procedure was reported to be ¿stable.¿ all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.